Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to duplicate the reported event. The fsr reported the ventilator came into the biomed shop without the flow sensor or patient circuit. The fsr ran the ventilator on customer settings for an hour with no alarms and the device ventilated properly. The fsr reported the device passed an internal visual inspection and passed an hour long duration test. The fsr reported the device passed the operational verification procedure and ran the ventilator for two more hours on default setting with no alarms and ventilated properly.

Event description:
The customer reported while using the vela ventilator; the device is auto-cycling and not ventilating properly. The customer reported there is no patient involvement associated with the event.